Event description:
According to the reporter, during hysterectomy, the tweezer presented an error. A new device was used to complete the procedure. There was no patient injury. Medtronic's initial evaluation of the incident device found the eschar build-up hindered the movement of the cutting blade. On occasion, the blade would not retract and remain stuck in eschar. This would result in difficulty opening and closing the jaws.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the tweezer presented an error. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: improperly cleaned and jaws difficult to open. The visual inspection found eschar build-up on the seal plates, inside the knife track, and on cutting blade. Functionally, the eschar build-up hindered the movement of the cutting blade. On occasion, the blade would not retract and remain stuck in eschar. This would result in difficulty op ening and closing the jaws. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.